Event description:
It was reported the patient fell and hurt his knee. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the cause of the event was "poor balance." An x-ray was performed that showed normal results and the patient was continuing to be reprogrammed. The patient experienced knee pain and swelling. It was noted the patient did not require hospitalization due to the event. Patient outcome was reported as non-serious injury/illness.

Manufacturer narrative:
Product ID 37085-40 lot# serial# (B)(4) implanted: 2012-(B)(6) explanted: product typ extension product ID 37085-40 lot# serial# (B)(4) implanted: 2012-(B)(6) explanted: product typ extension product ID 3389-40 lot# v641328 serial# implanted: 2012-(B)(6) explanted: product typ lead product ID 3389-40 lot# v641328 serial# implanted: 2012-(B)(6) explanted: product typ lead. (B)(4).

Manufacturer narrative:
(B)(4).